Manufacturer narrative:
It was reported to philips that during a patient event the users were unable to get a leads ECG waveform when the device was put into pacer mode. The customer did not report any patient harm, however due to the statement that this occurred during a traumatic arrest, philips will consider this case a serious injury. A philips engineer went onsite to evaluate the device, accessories and review the event file. The device passed all required testing. Upon further testing the issue was isolated to the ECG trunk cable. There were no visual signs of physical damage to the device or the cable. The issue was isolated the trunk cable. The customer was informed of the findings and the device remains at the customer site.

Event description:
It was reported to philips that during a patient event the users were unable to get a leads ECG waveform when the device was put into pacer mode. The customer did not report any patient harm, however due to the statement that this occurred during a traumatic arrest, philips will consider this case a serious injury.